Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient received a pump exchange due to pump stoppages, hemolysis and high pump power. The center would like pump evaluated. There was "tissue found in inflow graft" during the exchange.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.